Manufacturer narrative:
Manufacturer ref#: (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an angioplasty, a 4.5mmd 22mml wno dstl tp enterprise vascular reconstruction device (enc452200, 9477848) was impeded in the y connector and could not be pushed into prowler select plus 150/5cm microcatheter (606s255x, 31537083). The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, d2b, d2a, d9, g3, g4. PMA/ 510(k), g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref #: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3m h6 and h11. Complaint conclusion: a healthcare professional reported that during an angioplasty, a 4.5 mmd 22 mml wno dstl tp enterprise vascular reconstruction device (enc452200, 9477848) was impeded in the y connector and could not be pushed into prowler select plus 150/5 cm microcatheter (606s255x, 31537083). The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. There was no patient injury reported. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The presence of hydrophilic coating was confirmed. The presence of hydrophilic coating was confirmed. The microcatheter was flushed using a lab sample syringe, then a lab sample guidewire was introduced into the received microcatheter and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The lab sample guide wire was able to pass through the entire length of the microcatheter without significant resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.